Manufacturer narrative:
The reporter¿s meter was returned for investigation. The functionality of the touch screen was checked. The touch offset issue was reproducible. Meter was disassembled for further investigations. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. No issue with the barcode scanner was found.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter serial number (B)(4). The meter¿s touchscreen was not responding and not scanning. The initial reporter stated the need to press buttons several times and in different areas to get the desired response. For example, the operator has to press the number 1 in order for the meter to display a number 4. The meter is charged and has been reset but the issue persists. The initial reporter confirmed no patient ID mismatch has occurred due to the touchscreen.